Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for post-operative follow up with the right ventricular lead exhibiting increasing threshold values. The lead was repositioned successfully on (B)(6) 2019, optimal threshold values were obtained. The patient was stable.